Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the distal segment of the lead was returned and analyzed. All conductors were fractured and had blood/body fluid (not obstructed). The outer insulation had a breached cut and cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis noted that dimensions could not be determined because the lead length was not known and no information was returned with the lead.